Event description:
Four screws and cups (c3, 4, 5, 6) were loose, the rod had slided to the foramen magnum of occipital bone. When the doctor opened the incision, he found the bottom of the cup had some deformation, it improved that the cup had been finial tightened on that time.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.